Manufacturer narrative:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Vizigo sheath used with optrell with heparinzed saline and the vizigo sheath irrigated with heparinized saline. After mapping with optrell and removed from the vizigo sheath, physician could not flush the vizigo sheath and could not aspirate clot from the vizigo sheath. No patient consequence. The device evaluation was completed on 12-jun-2025. The device was returned to johnson & johnson medtech (j&j) for evaluation. Visual inspection and flush test of the returned device were performed following j&j procedures. Visual analysis of the returned sample revealed that no damage was observed. Customer refer that could not aspirate clot from the sheath; however, during the inspection in the lab, no clot residue was observed in the hub component or other side of the sheath. Then, an irrigation test was performed and the device was flushing correctly, no obstruction was identified during the analysis. No irrigation issues were observed. A device history record was performed for the finished device batch number, and no internal actions were identified. The thrombus and irrigation issue reported by the customer were not confirmed, since no clot residues was observed, and no obstruction was identified during the test. Other issues or circumstances may have occurred during the usage of the device that compromised its performance. The instructions for use (IFU) contain the following information: before inserting the sheath into the patient, flush the sheath and dilator with heparinized normal saline to remove air bubbles and any potential particulates. After the sheath is in the left atrium of the patient, maintain a constant flow of heparinized normal saline to the sheath to minimize the risk of air emboli. Use best practices for inserting or retracting any device at the hemostatic valve. Monitor any potential air entrapped and completely aspirate any observed air out of the side port. Once the sheath is inserted into the vasculature and the dilator is removed, aspirate until steady blood return is achieved prior to flushing or infusion. All fluid infusion should be through the side port. In order to minimize the risk of air embolism provide a continuous infusion of heparinized saline solution once the sheath is inserted into the patient. Slowly remove or insert the dilator or other devices. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath. Vizigo sheath used with optrell with heparinzed saline and the vizigo sheath irrigated with heparinized saline. After mapping with optrell and removed from the vizigo sheath, physician could not flush the vizigo sheath and could not aspirate clot from the vizigo sheath. No patient consequence. Multiple attempts have been made to obtain clarification of this complaint. However, no further information has been made available.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 09-jun-2025. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).